Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported an 83-year-old male was implanted with impella cp for mechanical circulatory support. It was reported that upon device explanation it was noted that there was only about 5 ml of blood and no clot. There was no bleeding from groin. The patient was taken to the cath lab for angiography and a common femoral full clot was found. The clot was retrieved and flow was restored.